Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that 13 stapler reloads were fired using one curved-tip stapler 30 instrument and two stapler 45 instruments. No blue stapler reloads were used during the surgical procedure. There were no homing, clamping, firing, or unclamping failures identified. According to the system logs, all 3 stapler instruments have been used in subsequent da vinci-assisted surgical procedures. As of the date of this report, no subsequent complaints have been reported to isi involving any of the 3 stapler instruments used during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient reportedly developed a post-operative bronchopleural fistula which required additional medical intervention (i.e. Reoperation). However, the root cause of the post-operative complication is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient developed a post-operative bronchopleural fistula. The patient was scheduled for a reoperation on an unspecified date. On (B)(6) 2018, intuitive surgical, inc. (Isi) received the following information from the surgeon: the surgical procedure involved the right middle lobe. The surgeon claimed that he had used a blue reload. He was unsure if the patient had actually developed a bronchopleural fistula. On 10/01/2018, isi contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure which was recorded on video. However, according to the csr, the site has been unable to locate the video for isi to review. There were no reports of any intra-operative complications and or a malfunction of a da vinci system, instrument, or accessory. On (B)(6) 2018, the patient underwent an unspecified surgical procedure to address a bronchopleural fistula that was identified and confirmed. The csr indicated that the surgeon is speculating that the post-operative complication may have been the result of a possible staple line failure.